Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. Health care professional (hcp) is concerned for underreported atrial fibrillation (af) and patient not anti-coagulated. This lead remains in service. No adverse patient effects were reported.